Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of damage to the black power cable was confirmed via product testing and submitted photos. The heartmate 3¿ system controller (B)(6) was returned for analysis with the separated strain relief on the black power cable, kinking on the white power cable, and a missing pin on the white connector. The controller underwent preliminary and functional testing and passed without issue. The black and white cables were manipulated, and no alarms activated. The system controller operated for an extended period of time during testing, and no alarms were reproduced. The system appeared to function as intended. The reported event of no external power and other associated alarms active due to the 14-volt batteries draining on 17aug2024 was confirmed via log file review. Submitted log files revealed on (B)(6) 2024, at 10:02:53, low power hazard and power cable disconnect alarms activated while connected to 14 volt battery power. The alarms progress to a no external power alarm at 10:02:54 and regresses back to a power cable disconnect alarm on 10:07:22 when one of the 14 volt batteries is replaced with a charged battery. The power cable disconnect alarm remained active until 10:07:34 when the second 14 volt battery was replaced with a charged battery. The progression of the low power hazard alarm to a no external power alarm alongside the gradual decrease in both bus and relative state of charge voltages is consistent with the 14-volt batteries draining. The system controller backup battery supplied power to the system during this event and pump function was not affected. The reported event of power cable disconnect alarms when on 14-volt battery power was confirmed via log file review. Submitted log files revealed multiple atypical transient power cable disconnect alarms due to relative state of charge (rsoc) invalid and/or black or white no power faults when connected both 14 volt battery power. These alarms would clear shortly after activating. The system appeared to function as intended during these events and pump operation was not affected. Per the provided information, the system controller was being replaced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed were reviewed for the heartmate 3 system controller (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including power cable disconnect, low voltage, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 1 entitled ¿introduction¿ states that when fully charged, a pair of heartmates 14 volt lithium-ion batteries can power the system for up to 10¿17 hours, depending on the activity level of the patient. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the black power cable was not fully attached to the system controller. The patient experienced a couple of low voltage alarms and one was accompanied by a no external power alarm on (B)(6) 2024. The 14v batteries were noted to be expired and new batteries were ordered. The event log file captured several random powers cable disconnect events which occurred on both wall and battery power. The low voltage hazard/no external power event on 12aug2024 at 12:01 was confirmed in the log files. The patient was using the mobile power unit at the time of the no external power. The patient underwent a system controller exchange on (B)(6) 2024. Log files were submitted for review and captured a no external power alarm & multiple other associated alarm types on (B)(6) 2024. This was caused by the 14-volt batteries being allowed to drain. There was no interruption in pump support during these events.